Event description:
It was reported to boston scientific corporation that during a cystocele repair procedure using an uphold lite vaginal support system, after the physician threw the right leg assembly through the sacrospinous ligament, he cut the sleeve, but encountered difficulty removing the sleeve from the leg assembly. As the physician continued to pull, the mesh pulled out of the sleeve but remained connected to the leg assembly by the suture, and the mesh tore a little bit. The physician completed the procedure with this uphold lite vaginal support system and a stand-alone capio suture, with no complications to the patient, who was fine at the conclusion of the procedure.